Manufacturer narrative:
Manufacturing record review revealed that the diopter measurement records from this particular lens were verified and shown to be within specifications. This is in compliance with the labeled dioptric power 22.5 diopter of this lot number. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications.

Manufacturer narrative:
Conclusion: all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. Visual inspection showed a lens where the optic was cut in half, which is consistent with a lens that has been removed from the eye. Due to the received condition of the lens, diopter measurement could not be performed. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was explanted in a secondary procedure due to an unexpected myopic outcome. It was stated that there was no incision enlargement made during removal and exchange of the lens. No complications were reported. No additional information was provided.